Manufacturer narrative:
Internal complaint reference: (B)(4). Additional information: d9, h3, h6 and h11 (roi). H11: the real intelligence robotic drill, part number rob10013, serial number (B)(6), intended for treatment was returned for evaluation. The reported problem could not be confirmed with a visual inspection. The reported problem was confirmed with a functional evaluation. The complaint drill was connected to a cori console. A kpc test was performed, and the drill failed the homing range three times. A tka case was set up and could not begin due to the drill failing to calibrate. The housing, motors, and carriage were removed. Continuity, exposure motor pins, and the thermistor were tested and passed with no failures. The internal components of the carriage were observed to be in working order. The drill is exhibiting signs of the beginning stages of exposure motor pin failure. A complaint history review was performed by part number and similar complaints were identified. A review by lot/serial number was performed and no similar complaints were identified. A review of manufacturing records indicate the device met all specifications upon release into distribution. The failure mode and associated risk have been anticipated within the risk file and the documented risk level is still adequate. A historical review concluded that no prior escalation actions are applicable to the scope of the reported complaint. We have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. The most likely cause of this event is associated with an exposure motor pin failure. Based on the investigation, no containment or corrective action is recommended or required at this time. Should any additional information be received the complaint will be reopened. The failure mode will continue to be closely monitored through complaint investigation and trended through post market surveillance activities.

Manufacturer narrative:
H11: internal complaint reference (B)(4). H3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.

Event description:
It was reported that during a real intelligence cori assisted tka surgery, during distal burring, the real intelligence robotic drill displayed an internal error message. Reps did not know to swap the drill due to failure and attempted to recalibrate it, which was unsuccessful. The procedure was resumed after a non-significant surgical delay using a manual procedure. No injury was reported as a consequence of this issue.